Event description:
It was reported that the patient was petite, small frame and weighed (B)(6) and had a ¿hockey puck¿ sticking out. The device system was used to infuse prialt and had a 15% increase the day before the initial report. It was noted that the patient had only seen a 40ml pump and not a 20ml pump, the patient didn¿t know much about the smaller model and told the healthcare provider (hcp) to make a decision on device size on what he thought best and the patient ¿woke up with a hockey puck sticking out.¿ it was initially stated that it felt like it was hitting the hip bone and then it was clarified that it wasn¿t hitting the hip bone. But that when she sits or lies down she feels bruises where the rib cage is and ¿finally felt under there¿ and the pump was ¿hitting the rib cage.¿ the pump was ¿taking up the while space¿ between the navel and hip bone. The patient didn¿t want anything to touch it, was wearing elastic waistband that is two sizes bigger than what she normally wore and that she wears her underwear up above or below it because it hurts so bad and didn¿t know if that would go away. It was described as ¿it¿s like a bandaid on your pinky being too tight and if you loosen it a little bit then it will work as intended.¿ when she has walked across the room she has needed to put her hand under it because it felt like it was going to drop down. It was noted that she ¿had only two doses,¿ it was unclear what was meant by that. It was ¿becoming more of a burden as time goes by and should be feeling better not worse.¿ the patient had an appointment at 4:30 p.m. The same day as the initial report and she was going to talk about the smaller model when she goes in. It was not clear why the hcp put the bigger one in; the patient reported having spoken with other hcps who told her that they would have put in the smaller model. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Taking up whole space between the navel <(>&<)> hip bone, like bandaid on pinky being too tight <(>&<)> if you loosen it a little bit it will work as intended.